Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2004 after the use of the product.

Manufacturer narrative:
This is one of three device reports related to this event. Manufacturer report numbers are 1225714-2014-07017, 1225714-2014-07018 and 2937457-2014-01810. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.